Event description:
Customer reported leaking air hose.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, temperature test failed, speed test failed, and noise test failed. Damaged blades were found due to normal wear. During service technician found broken fins. And blocked motor. Hose, fins, bearings, shaft, locking mechanism, and stator replaced.